Event description:
Same case as MFR #: 2134265-2008-02962 and 2134265-2008-02964. It was reported that during a stenting procedure, a stent delivery system froze on the guide wire. The lesion was located in the superficial femoral artery (sfa). The nature of the lesion is unk. Upon attempts to position the ultra-thin sds balloon dilatation catheter for pre-dilatation over another MFR's guide wire, significant resistance was encountered and it locked up on the guide wire. The first ultra-thin sds balloon dilatation catheter, and the guide wire were removed together without incident. The physician advanced a second unspecified ultra-thin sds balloon dilatation catheter and it also locked up on the guide wire. The second ultra-thin sds balloon dilatation catheter and the guide wire were removed together without incident. A third ultra-thin sds balloon dilatation catheter was successful and the lesion was pre-dilated. A sentinol 7mm x 59mm x 1350mm self-expanding nitinol biliary stent system was advanced to treat the lesion, but it also locked up on the guide wire. The sentinol stent delivery system and the guide wire were removed without incident. The procedure was successfully completed with a different device. No pt injuries or complications were reported. The pt's status was reported as "fine."